Event description:
Reported as: during the final attempt to remove the device, the physician felt some minor resistance. The device came out and he realized that the tip appeared to be off the catheter. He imaged the patient and saw the tip of the device in the artery. He snared the tip, however, he was unable to remove it back through the sheath. Patient went to or to have device tip surgically removed by open procedure. The patient was released the following day with no further complications.

Manufacturer narrative:
At the time of this report, the device has not returned to manufacturer for evaluation. Suspected problem has been identified in results and conclusion. Additional information: reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.